Event description:
The co customer reported that the 3100a ventilator did not meet a performance specification. While on a patient, the ventilator could not be restarted. The patient was not compromised.